Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause for the low bg was unknown. Customer consumed carbohydrates and sugar to address bg. Customer reverted to an alternate method of insulin therapy.